Event description:
It was reported that at 09:10 a.m. On (B)(6) 2024, when performing the long-term treatment of the patient, the nurse in charge found that the extension of the PICC catheter extension tube of the central venous catheter had a bulging water bladder when using the pre-filled flushing and sealing tube, and there was a risk of catheter rupture. The responsible nurse immediately replace the central venous catheter with a new PICC extension tube catheter for the patient and performed the treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.